Event description:
The device was implanted within the right liver artery (from right thigh), on 01/09/1997, with another MFR's catheter for use in the pt's chemotherapy treatments for a liver tumor. On 07/09/1997, the MFR rec'd a report from its dist requesting a device eval. The report states that on 02/26/1997, while the pt was receiving continuous infusion with another MFR's non-coring needle, the needle came out and bleeding occurred. The physician was unsuccessful in flushing the device with heparinized saline using a 10cc syringe. A 3cc syringe was used and the physician flushed again and found the swelling of the hypoderm, confirming device septum breakage. The device was removed on 02/27/1997 and replaced with another device for continued use in the pt's therapy. The dist has inquired whether the cause of this event could be due to a thrombus.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the device septum appears to have dislodged or "popped out" of the device. No internal damage was seen on the device septum. The device catheter appeared to have been removed or cut with a sharp instrument. Due to the device septum dislodgement, the device could not be flushed or pressurized during the MFR's analysis of this unit. Add'l analysis was performed on the device to determine if thrombus was the cause of the damage found during the MFR's analysis; however, the MFR's analysis could not determine if over pressurization of the device septum out in the field or a thrombus may have caused the device septum to dislodge. A trend analysis was performed on similar incidents for this cat number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Basedon the info available and the results of the MFR's analysis of the device, the report of "device septum breakage/dislodgement" has been confirmed. However, the MFR's analysis of the device septum out in the field or a thrombus may have caused the device septum to dislodge; therefore, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. The customer will be notified of the MFR's findings. The MFR is closing the file on this event.